Event description:
It was reported that the user was not receiving glucose readings on the ilet due to the dexcom g7 continuous glucose monitor (cgm) sensor being paired to the dexcom mobile application rather than to the ilet, consistent with incorrect or incomplete pairing and selection of the wrong sensor target during setup. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose management reported and no medical intervention or hospitalization. User support included guided troubleshooting and education to review alerts, verify sensor status, and complete sensor-to-ilet pairing. Investigation of this case revealed user setup error resulting in the sensor not being connected to the ilet; after education, the user proceeded with proper pairing and agreed to monitor for sensor warm-up and readings. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.